Manufacturer narrative:
The cause of the pt's renal failure was not determined by the medical center. There are a number of factors that may have contributed to this event including the pt's medical history, prior contrast media used in CT procedures, unk pt hydration, and potentially hemolysis caused by angiojet use. Note: angiojet use in the inferior vena cava is considered off-label use. The IFU contains the following warnings regarding hemolysis and potential renal adverse events: "operation of the angiojet system causes transient hemolysis which may manifest as hemoglobinuria. Table 1 lists the maximum recommended run times in a flowing blood field and total operating time for each thrombectomy set."; "large thrombus burdens in peripheral veins and other vessels may result in significant hemoglobinemia which should be monitored for possible renal or other adverse events"; "evaluate the pt's risk tolerance for hemoglobinemia and related sequelae prior to the procedure. Consider hydration prior to, during, and after the procedure as appropriate to the pt's overall medical condition." In addition, acute renal failure is listed in the IFU as a potential adverse event. At this time, the result of the pt's acute renal failure as a result of angiojet therapy is inconclusive. However, the cause of this event due to angiojet therapy cannot be conclusively ruled out due to the timing of the acute renal failure. Thus this event is considered reportable.

Event description:
Pt had angiojet thrombolysis on (B)(6) 2009. After procedure doctor noticed pt having back pain. His creatin went up and pt was consulted to dr (B)(6) to see if there was possible renal thrombosis - dr (B)(6) stated: pt was anuric acute renal failure contrast given during c.t. And angiojet procedure. Pre/post hx & labs: angiojet xpeedior 120cm ((B)(4)) lot number 94956 was used. No fluids given prior to procedure or after. Total 110cc optiray contrast given plus 60cc for angiogram done on renals. How much contrast used for c.t. Exam. Done the same day. Dr (B)(6) stated: pt not compliant with dialysis. It could have resolved sooner with pt compliance. Event consists of a pt requiring treatment for renal failure post angiojet therapy. The pt is a (B)(6) male with a history of deep vein thrombosis, pulmonary embolism, (B)(6) and tobacco abuse, and alcohol use. This pt has had repeated episodes of deep vein thrombosis along with pulmonary embolism. The pt was deemed noncompliant with his coumadin therapy and therefore had an inferior vena cava placed approx two to three years ago. The pt presented four days prior to angiojet therapy with sudden massive swelling in both lower extremities associated with severe back pain and severe leg pain, consistent with phlegmasia and inferior vena cava thrombosis. The pt was transferred to another hosp where computed tomography (CT) was performed confirming interior vena cava thrombosis at the level of the inferior vena cava filter involving both lower extremities extensively. He was again transferred to another medical center for a higher level of care. The pt underwent another CT which showed inferior vena cava thrombosis with edema and iliac venous thrombosis with femoral popliteal thrombosis bilaterally. On the day of the procedure the pt was brought into the cath lab and was initially placed in a supine position. Vascular access was obtained via the right internal jugular vein. A 10 french sheath was advanced with a g2 inferior vena cava filter and was advanced to the location above the renal veins. An inferior vena cavagram was performed. Flash filling of the renal veins was noted and both were noted to be patent. Immediately below this level there was an ivc filter with thrombus extending all the way up to the level of the renal veins. A g2 inferior vena cava filter was then placed in the suprarenal position. The pt was then placed in a prone position. Vascular access was obtained via the right and left popliteal veins. Initial venagram was performed and revealed patency in both popliteal veins. The left femoral vein was thrombosed as well as the left common femoral vein, left iliac venous structures and left inferior vena cava were also thrombosed. On the right side the right femoral and popliteal veins were patent. The common femoral vein however, was thrombosed as well as the right iliac vein and the inferior vena cava. A total of 12 mg of tpa was infused throughout all of the occluded segments using an angiojet catheter with power pulse spray technique. Angiojet therapy was then performed and it appears that the run times were within the recommendations contained in the product info for use (IFU). A follow-up venography revealed significant lysis but with small amounts of residual thrombus in the inferior vena cava and thrombus involving the lumbar veins. Infusion catheters were placed on the right and left side and tpa was again infused at 1mg/hour. Low dose heparin was also initiated. The pt was then transferred to the cv-ICU with stable hemodynamics. Contrast media used during the procedure was 110ml. The following day (one day post angiojet therapy) the pt was diagnosed as having acute renal failure. The attending physician requested a consult with another physician. The consulting physician had documented that the anuric acute renal failure had unclear etiology. The documentation also stated that it could be dye nephropathy but given the temporary relationship to the pt's lower extremity blood clots and inferior vena cava blood clots one has to be worried by renal vein thrombosis. Another possibility is that the pt did get dye with CT scans, as well as the intervention procedure, and with lysis of blood clots he could have some nephritic atn, but that is really a diagnosis of exclusion prior to making sure the vascular system was intact. Both physicians agreed that a second procedure was required to determine if the pt had renal vein thrombosis. The pt was brought back to the cath lab and placed in the prone position. A complete bilateral lower extremity and iliac venography was performed. The venography revealed no residual femoral, popliteal or iliac deep vein thrombosis. An inferior venacavogram was performed and revealed abundant thrombus clot underneath the old recovery filter. Manual aspiration was performed on the entire thrombus in this location. A subsequent venogram revealed complete clearing of all thrombus. Subsequently, the right and left renal veins were each selected and venography was performed. The renal veins were completely normal without evidence of renal vein thrombosis. Contrast media used during this procedure was 60 ml. Two days post the last procedure (three days post angiojet therapy) the pt was brought back to the cath lab and rec'd a temporary hemodialysis catheter. The pt started to produce urine 24 days post angiojet therapy and was off dialysis before week five. The physician stated the pt was not compliant with dialysis treatment which could have led to why the renal failure had not resolved sooner.